Event description:
It was reported that approximately two weeks post implantation of a right total hip arthroplasty, the patient had a dislocation. The patient was treated with a closed reduction. Approximately five days after the closed reduction, the patient had a second dislocation and was treated with an additional closed reduction. Both dislocations occurred with minimal effort - first one when patient was changing position from sitting on a chair to standing and second one when patient was sitting in sofa, relaxed and did a slight rotation with the operated leg. After the second closed repositioning it was reported that the patient is still being treated as she has pain and decreased muscular strength since the second closed repositioning. MRI was performed but did not provide any explanation of the symptoms. Due diligence is in progress for this complaint; to date, the product has not been received and additional information is still being requested.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately two weeks post implantation of a right total hip arthroplasty, the patient had a dislocation. The patient was treated with a closed reduction. The surgeon classified the event as an adverse event with moderate severity and definitely related to the procedure. The outcome was resolved. Approximately five days after the closed reduction, the patient had a second dislocation and was treated with a closed reduction. The surgeon classified the event as an adverse event, with moderate severity and was definitely related to the procedure. The outcome was resolved. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: 36mm i.d. Size f neutral liner item # 20103606 lot #65619386. G7 osseoti 4 hole shell 56mm f item #110010246 lot #65788337. Clsâ® spotornoâ®, stem, 135â°, uncemented, 10.0, taper 12/14 item #290039100 lot #3123126. G2: foreign: sweden. The device will not be returned for analysis (remains implanted); however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately two weeks post implantation of a right total hip arthroplasty, the patient had a dislocation. The patient was treated with a closed reduction. Approximately five days after the closed reduction, the patient had a second dislocation and was treated with an additional closed reduction. Both dislocations occurred with minimal effort - first one when patient was changing position from sitting on a chair to standing and second one when patient was sitting in sofa, relaxed and did a slight rotation with the operated leg. Due diligence has been completed for this complaint; to date no additional information or product has been received.